Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The implantable pulse generator (ipg) exhibited loss of capture on monitor. The right atrial (ra) lead exhibited a lead position check failure. The rv lead exhibited chronically low r waves. The ipg, ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.